Event description:
The MFR received info alleging a optionhome compressor started to smoke and melt. The pt alleges they inhaled smoke and required medical intervention. The pt was prescribed cough medicine following the reported event. The device has not yet been returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the unit has been received and the MFR's investigation is complete. (B)(4).